Event description:
A physician reported a hakim valve (unknown ID) was implanted via v-p shunt in 2012 with unknown setting. An obstruction was confirmed, therefore, the valve was removed and replaced on (B)(6) 2018. Based on information provided, it is unknown if the patient experienced any signs and symptoms due to obstruction. Primary disease: spinal meningocele.

Manufacturer narrative:
The hakim valve was not returned for evaluation (as per customer, product not available) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined; however, a possible root cause for the ¿programing issue reported by the customer, could be due to biological debris and protein build up interfering with the valve mechanism. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.